Event description:
A customer site in (B)(6) filed a complaint stating that (B)(4) survey sample hcv2-14 generated a slightly (B)(6) than expected hcv result when using the cobas ampliprep/ cobas taqman hcv test (m/n 03568555190; batch p03332). The hcv titer generated was (B)(6) and the expected range was (B)(6). The run controls were valid.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).